Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if it becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt has previously fallen and fractured around the prosthesis. The surgeon removed and replaced the liner, stem and head with a restoration cone conical stem and a 32mm +8 head. The cup was found to be well fixed."